Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however upon receipt it was visually noted that the atrial setscrew was stuck to a competitor wrench, which was disengaged of the device. A brand new setscrew was used to continue preliminary analysis, which the device passed. Both atrial and ventricular bores were able to hold a 0.101 inch pin gauge. Is-1 leads were fully inserted into the atrial and ventricular bores, the setscrews were tightened to one click using a medtronic torque wrench, and the leads were slightly tugged on. The results were that the leads remained in the original position. An is-1 insertion gauge was inserted into the bore with normal force, and no binding was felt.

Event description:
It was reported that during the implant procedure, there were problems with the atrial setscrew, but the device was implanted anyway. Sensing and pacing problems occurred, and days after implant, the pocket was reopened to investigate. While unscrewing the atrial setscrew, the screw had to be unscrewed "very strongly" to free the lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.